Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.